Event description:
The medwatch report states "the resident sat on the walker seat and one front wheel broke off, causing her to fall". No serious injury is alleged.

Manufacturer narrative:
MFR received a med watch report. No serial number has been provided. Age of device and maintenance history is unk. The complaint, as received, indicates a broken wheel. User guides are clear in instructing as to the proper and safe use of the product. MDR filed based on med watch form received.